Event description:
It was reported that this implantable pacemaker was explanted due to unknown reason. A new device with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the device was explanted due to physician discretion to remove device together with the leads and had no allegations against the device. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown reason. A new device with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that there was no known allegation with the device and that the physician decided to explant the device together with the leads. Also, this device will not be returned. There were no patient adverse effects.